Manufacturer narrative:
An event of a device detaching from a delivery cable and deploying prematurely in the ascending aorta and caused a partial obstruction of blood flow was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. An image was received from the field and the image appears to show the device deformity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 22mm amplatzer septal occluder was chosen for implantation into an atrial septal defect (asd) utilizing an amplatzer trevisio delivery system. The defect was measured as 18mm using transesophageal echocardiogram (tee). When attempting to implant the device, the left disc formed a cobra head deformity. The device was recaptured and attempted to be implanted again, but the cobra head deformity continued. The device was attempted to be recaptured but in the process detached from the delivery system. The occluder traveled to the ascending aorta and caused a partial obstruction of blood flow. The device could not be snared so the patient was transferred to open surgery immediately to retrieve the device. The patient was reported to have prolonged hospitalization due to open heart surgery recovery. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.